Event description:
Cook cervical ripening balloon end broke off and the other part stayed in patient. Patient had a c-section to remove the rest of the balloon. Patient was being induced and catheter was being used per policy/protocol.